Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 139 mg/dl. The customer stated that she had problems while changing the infusion set. The customer was walked through the steps of filling the reservoir. The customer stated that the plunger would not go pass the outline. The customer stated that she successfully connected the new reservoir, and got it all the way to fill cannula. The customer also stated that there was a big bubble in the 100 units of insulin that she was able to get into the reservoir. The customer attempted to depressurize the insulin vial, but was still unable to get insulin in or out of the reservoir.